Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The products were evaluated through manufacturing review, and the reported swelling could be confirmed through radiographic review. However, the patient's other symptoms could not be confirmed. The device history records were reviewed and no discrepancies were identified. Radiographic review indicated that immediately post-operatively the tibial stem and surrounding cement were slightly lateral to the midline of the tibia and slight soft tissue swelling was identified two months following knee arthroplasty. However, all images showed anatomic alignment of the components. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical product- modular cemented tibial baseplate size 1, left for cemented use only catalog# 642000210 lot# 63396470 and articular surface fixed bearing posterior stabilized (ps) left 12 mm height catalog# 42511400712 lot# 63609617.

Manufacturer narrative:
(B)(6). Concomitant medical products - unknown articular surface, unknown tibial. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 03815, 0001822565-2017-03820, 0001822565 - 2017 - 03819.

Event description:
It was reported that the patient is experiencing pain, swelling, stiffness, warm to the touch, and white dots near incision. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product: ultracongruent articular surface size 1 2 left 9 mm, cat#: 00542801109 lot#: 63337304. Natural knee ii modular cemented tibial baseplate size 1 left, cat#: 642000210 lot#: 63396470. Prolong nexgen patella, cat#: 00597206632 lot#: 63575727. Palacos rg 1x40 single, catalog # 00111314001, lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03815-2, 0001822565-2017-03819-2, 0001822565-2017-03820-2, 0001822565-2017-05767.